Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported false high spo2 readings. Patient had a myocardial infarction prior to the reported false high spo2 readings. The oxygen delivery was reduced because of the high readings of the spo2. Blood-gas-sample were taken that show that the spo2 was lower. The doctor minimized the oxygen delivery because of the false high spo2 readings, which could lead to further damage to the heart.

Manufacturer narrative:
UDI number added.

Manufacturer narrative:
The device was not returned to the factory for evaluation as the philips clinical specialist (cas) was already onsite, and established that the patient had a myocardial infarction before entering the hospital, so prior to the false high spo2 measurement. The doctor minimized the oxygen delivery because of the false high spo2 readings, which could lead to further damage to the heart. However, blood-gas-samples were taken that show that the spo2 was lower. The patient was transferred to the cardiac care unit. The blood-gas measurement showed a low value, but the spo2 readings on the monitor were almost all the time at 99-100. The perfusion index was above 0.3, but it was very hard to find a sensor position on the patient where the patient get a value above 1. Typical values for adults range from 0.3 to 10. The larger the value of the perfusion numeric, the better the measurability of spo2. For values less than 1 and particularly for values less than 0.3, it is recommended to reposition the sensor or find a better site. The sensor used is m1133a (single patient use sensor). Philips fast technology was used and the customer also tried a multi-patient sensor, but that gave the same readings. The clinical application specialist stated that there were no inop alarms on the monitor. The perfusion index was sometimes low and sometimes high. If the readings of the perfusion are low, the staff in the ICU are used to seeing saturation values that usually are low as well. The customer stated that the m1191b sensor they also use a lot works without issues, the problem was only observed with the m1133a sensor according to the customer. Product support engineering (pse) evaluated the sensors returned by the customer to investigate and potentially reproduce this behavior. All of the returned m1133a sensors passed the tests (visual inspection and electrical tests) without fault. After evaluation of the provided information, philips was not able to fully reconstruct the incident during this time period. Although philips could not reproduce the reported issue and there was no trouble found with the returned spo2 sensors, a malfunction of the device cannot be ruled out. The cause remains unknown, as there was not enough data available to investigate this issue. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.